Event description:
Clinical rationale: a 65-year-old male presented with acute myocardial infarction and cardiogenic shock, with pre support clinical status consistent with scai shock stage d. An impella cp (pump 1 of 2, sn (B)(6)) was implanted percutaneously via the right femoral artery on (B)(6) 2026 at 05:05 am. During use, a broken sterile sleeve near the tb securement was identified. The reported event involved damage to the sterile sleeve/anticontamination sheath on two impella pumps (cp and 5.5). According to clinical staff, no procedural difficulties, no excessive force, and no positioning challenges were noted prior to the observed damage, and no adverse patient effects were attributed to the device condition. The impella cp remained functional until planned explant and will be returned for evaluation; return status of the impella 5.5 device remains pending. Based on the information available, the complaint appears to be related to product damage without clinical involvement, and no evidence has been provided to suggest device performance failure or contribution to the patient¿s eventual death. Investigation findings will be updated upon receipt and analysis of the returned product. The patient later expired on (B)(6) 2026 at 3:38 pm; the relationship between the device issue and the patient¿s death have no correlation. The patient¿s death is conservatively reported on the impella cp but likely unrelated to device performance but rather the patient¿s condition.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported anticontamination sleeve torn, separation (damage) could not be determined due to no return of the device and insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.